Manufacturer narrative:
Addtitional information d4, d10, h3, h4, h6. H4: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that could have caused the reported condition. As a result, no anomaly could be identified. The reported condition was verified. The cause of the condition could not be determined, however, the most probable cause was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred while filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.